Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant (date of event is estimated), it was reported that the patient experienced fatigue and shortness of breath. The patient's lactate dehydrogenase (ldh) levels were elevated and pump thrombosis was suspected. Anticoagulation was increased to treat the patient.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the suspected thrombus could not be conclusively determined as the device was not available for evaluation. The patient remains on vad support and no further related events have been reported to the manufacturer. The instructions for use lists thrombus as a potential adverse event associated with the use of the heartmate ii lvas. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.